Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implant date (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. The right ventricular (rv) lead exhibited short ventricular to ventricular intervals and the right atrial (ra) lead exhibited undersensing. The leads remain in use. No patient complications have been reported as a result of this event.